Event description:
It was reported that the handpiece ran without user activation. Multiple attempts to request additional information were not successful.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Based on the quality investigation, extensive corrosion was identified and various components were replaced.